Manufacturer narrative:
Steris endoscopy learned that the patient was being treated for esophageal cancer using palliative treatment to alleviate difficulty swallowing. The log files for the trufreeze console system subject of the event were reviewed and no abnormalities were noted. The catheter to trufreeze console system was discarded and not returned to steris for evaluation. The trufreeze console system instructions for use (IFU) states, "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist. The physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area." The trufreeze console system instructions for use (IFU) additionally states, "the physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." A steris account manager offered in-service training on the proper use and operation of the trufreeze console system, however the user facility declined. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a procedure involving a trufreeze console system the patient exhibited symptoms indicative of a possible perforation. The physician discontinued treatment to assess the condition and observed mucosal damage in the stomach only; no perforation was detected. The doctor placed three clips on the damaged mucosa and stopped the procedure. Post-procedure CT scan revealed excess air in the surgical cavity and a drain was placed to relieve the air. The patient was subsequently discharged and the procedure will be rescheduled.